Manufacturer narrative:
This report is filed, march 9, 2016.

Event description:
Per the clinic, the patient experienced intermittencies with device use; reprogramming attempts were made; however, the issue could not be resolved. Subsequently on (B)(6) 2016, the device was explanted; during the same surgery, the patient was re-implanted with a new device.

Manufacturer narrative:
This report filed august 9, 2016.